Manufacturer narrative:
The information available is insufficient to draw any conclusions as to cause of the incision site failing to heal.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. After implanting the system the surgical site failed to heal completely. The patient developed an infection and the implanted leads became exposed. On (B)(6) 2026 a full system explant was completed due to infection and exposed lead.